Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the targeted locking in the proximal end of the nail failed to target the cannulation in the nail as intended. The drill bit struck the nail. With repeated attempts the surgeon was able to pass the drill bit, however on image intensifier shots before closing the tissues it was found that the locking screw was inserted anterior to the nail in the tibial crest. The connection screw and threaded alignment rod were both secure and in the correct position. The surgeon had to use freehand locking to complete the procedure. The implant remains in the patient. There was a reported surgical delay of thirty minutes. This report is for 4 of 4 complaint (B)(4). This report is for one unknown locking screw.

Manufacturer narrative:
Device used for treatment, not diagnosis this report is for one unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.